Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm prograsp forceps instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that 8mm prograsp forceps instrument had an unknown defect. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer stated that wires on 8mm prograsp forceps instrument were broken. The issue was identified during the procedure. The event date was provided. There was no injury to the patient. No fragment(s) fell into the patient's anatomy. The procedure was completed using a back-up instrument with a delay of less than 15 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.